Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 43.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.2-10.5cm and 10.0-12.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 36.2-36.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that externalized conductors were observed under fluoroscopy. No electrical anomalies were noted. The lead was explanted for unrelated to the device issues. No adverse consequences to the patient were reported.